Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The subject device is not available for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with cardiomyopathy and a 27 mm pericardial aortic valve underwent a re-do avr after an implant duration of approximately 10 years and 10 months due to calcification. Per the medical records, the pre-existing 27 mm pericardial aortic valve was very sclerotic and the non-coronary cusp appeared to be heavily calcified and had a tear in it. The valve was removed and the area was irrigated well. 25 mm and 27 mm sizers were used and a 25 mm valve was selected. A 25 mm edwards pericardial aortic valve was implanted in replacement successfully. The patient was transferred to the ICU in guarded condition.

Manufacturer narrative:
Evaluation summary: customer report of calcification and tear were confirmed. X-ray demonstrated heavy calcification on all three leaflets, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and moderate at the outflow aspect. Calcification and stenos restricted leaflet mobility and led to stenosis. Leaflet 1 had four tears of approximately 2.5mm tear(a) and 8mm tear(b) near commissure 1, and a 4mm tear(c) and 3mm tear(d) near commissure 2. Leaflet 2 had a 3mm tear near commissure 2; serrated marking were observed at the tear region. Calcification was also evident near all the tears. The sewing ring was cut at multiple locations around the valve circumference. The wireform was exposed on commissure 2.